Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) found blood visible on the shaft and contrast in the balloon and inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The whisper guide wire was returned inserted in the guide wire lumen of the returned sds and was able to be removed without resistance noted. The whisper guide was returned with blood and contrast on the black polymer coating and core. There was a bend in tip 6 mm proximal to the tip ball. There was no other damage noted to the whisper guide wire. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The patient anatomy was reportedly heavily tortuous which likely contributed to the reported failure to advance. Factors that may contribute to the inability to retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the sds. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. Pin gauges were used to measure the tip inner diameter past the proximal seal and the guide wire exit notch and the inner diameters met manufacturing criteria. The distal tip of the whisper guide wire was measured with a hole gage and met manufacturing criteria. The outer diameter of the guide wire was measured and met manufacturing criteria. The reported difficulties were unable to be confirmed as the returned whisper guide wire was used to backload through the returned sds without resistance noted. Anatomical conditions, such as tortuous vessels, can contribute to the reported resistance as they could cause the shape of the guide wire or catheter to become angled and make it more difficult to advance the catheter over the wire. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. The patient anatomy was heavily tortuous which likely contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. A query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported failure to advance and difficulties removing the guide wire appear to be related to the operational context of the procedure.

Event description:
It was reported that during a distal left anterior descending artery stenting procedure in a heavily tortuous vessel, the rx vision stent failed to cross the lesion. An attempt was made to remove the stent delivery system (sds); however, it was frozen on the kinked whisper guide wire. The sds and the guide wire were removed as one unit. There was no adverse patient sequela reported. Although requested, there was no additional information provided.